Event description:
The account alleged that the power cord is frayed and bare wires are exposed. No report of injury.

Manufacturer narrative:
The account replaced the power cord to resolve the issue.